Event description:
It was reported that the company representative found high impedance prior to the patient's generator replacement surgery. Therefore, both the lead and generator were replaced. The suspect product was reportedly discarded. No further relevant information has been received to date.